Manufacturer narrative:
Device evaluation: the device was returned for analysis missing tamper seal(s). There was no evidence of a problem in the event log. Functional testing and no disposable alarm (nda) testing of pump was performed. The reported problem could not be duplicated. When tested in user mode, the pump ran normally. It is unknown what caused the problem. No repair was needed. Manufacturing device history record (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Event description:
It was reported cannot start pump with air in line error. There was no patient injury reported.